Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 01/18/2017 litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from swelling, inflammation, pseudotumors, infection and lack of mobility.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update may 11, 2017: legal medical records received. After review of medical records for MDR reportability, it was stated that the patient was revised to address failed right total hip replacement, metal-on-metal, with osteolysis and pseudotumor. Revision notes stated patient had presence of brownish blackish granulomatous looking tissue, and that the trunnion had some corrosion. Clinical notes stated patient had prosthetic infection. CT scan results show asymmetric seating of the right prosthetic femoral head within the acetabular cup indicative of polyethylene liner wear (although patient had metal liner at this time). Added comorbidities. This complaint was updated on: may 24, 2017.

Event description:
Patient was revised to address pain and elevated metal ion levels (chromium 17.9, cobalt 26.0).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.